Event description:
Upon removing patient's jackson-pratt drain, the drain snapped and a portion of the drain remained in the patient. The patient was returned to surgery and the remainder of the drain removed. The drain was not stitched to the abdomen and had no stitches through it. The patient's discharge was delayed one day and the services of a home health agency will be required due to a delayed closure of the patient's abdominal wound.entry made 7/25/94: I was notified that this report was forwarded manufacturer.